Manufacturer narrative:
The subject device was returned to olympus for evaluation, but the fragment of the probe wasn't returned. The evaluation confirmed that the probe broke off at 16 mm from the distal end. There was no scratch around the broken part. The shape of the fracture surface showed that the crack developed from the fracture as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the probe may break when physical load is applied to the probe which is already cracked. Since the fragment of the probe wasn't returned, the exact cause of the crack couldn't be conclusively determined. The instruction manual of this device indicated below. -do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe. - confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one. - do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result. Please cross-reference the following report:8010047-2016-00032.

Event description:
Three t3905 devices were used during a gynecology procedure. The first and second probes broke and fell off into the patient's body. These fragments of the probes were retrieved from the patient's body, and the procedure was completed with the third t3905 device. There was no patient injury reported. This is the second of two reports.